Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was repositioned.

Event description:
It was reported the patient experiences pain at the ipg implant site due to the location of the implant. Surgical intervention may be pending to address the issue.